Event description:
Procedure: esophagectomy. According to the reporter: idrive was loaded and fired 21 times during the procedure and worked well but for the last firing the scrub nurse loaded the cartridge and cycled the device and the cartridge would not fire. The idrive was able to enter fire mode. Another reload was used and the same happened again so a new idrive had to be opened for the last firing. The reloads that did not fire on the first idrive were loaded on to the device, cycled by the scrub nurse and then a solid green light to indicate that the reload was good to go appeared. The surgeon closed on the tissue put the idrive into firing mode and nothing would happen¦ the reload (both times) didn't do anything, no tissue was cut and no staples deployed. The hospital did not keep the reloads. Patient is fine. No adverse effect. No tissue damage/loss. No extension in surgery time. No extension is incision. No additional blood loss. Nothing fell in to the patient's cavity. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom was uploaded and indicated 27 autoclave cycles for both the handle and adapter. Functionally, the quick connect was depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. The eeprom event log was reviewed and confirmed that the idrive ultra was able to enter fire mode. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv idrive battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating greater than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating greater than 15 surgeries remaining on the adapter. A pmv endo gia¿ 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv endo gia¿ 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. Unfortunately the reload was not received for further evaluation. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.